Event description:
It was reported that a spectrum pump shut off during the titration of levophed (intravenous route) in the intensive care unit. The critically ill patient was experiencing variability in systolic blood pressure (120 to 30s) and while the nurse was titrating the medication, the spectrum pump shut off with patient systolic pressure in the low 40s and high 30s. This resulted in a sustained period of hypotension. Another pump was programmed and the infusion of levophed was restarted. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.